Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6). Country: united states. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported by the patient that the cannula¿s very difficult to depress and place. This emdr is being submitted for an unknown number quantity.